Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was stuck and unresponsive on password required box screen and displayed error. A field service engineer found that the device was unresponsive and displaying a password prompt. The engineer opened a drawer, reseated the connections to the hard drive and interface board, then closed the drawer and rebooted the device. Fse obtained keys from the client and opened the back cabinet. Fse inspected the cabinet and verified cables were connected securely. Fse removed debris. Fse closed and locked the cabinet and returned keys to the client. Fse tested each drawer in the hardware test application and verified the device was opened and closed properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was stuck on the password required box screen and went offline. The customer stated that they managed to get the medication from pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.